Event description:
It was reported that a right ventricular (rv) lead exhibited oversensing with high short interval counts (sic) and insulation damage was discovered by the physician at the time of explant. The lead has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).